Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous sodium (na) results. Customer reported that sodium quality control was erratic. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. While troubleshooting the issue with bec customer technical support (cts), customer found that their na hypochlorite and clenz have been expired for a year. Bec cts instructed the customer to replace the na electrodes. Customer reported that replacement of the electrode resolved the issue.